Event description:
Physician attempted to use a closure fast ablation device for patient treatment in the great saphenous vein (gsv). Local anesthesia was used. IFU was followed. Model and serial number of generator of generator used was rfg2. It was reported that the catheter terminal was burnt. The device was replaced and used successfully. No patient injury was reported for this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a closure fast ablation device for patient treatment in the great saphenous vein (gsv). Local anesthesia was used. IFU was followed. Model and serial number of generator of generator used was rfg2/20152017ars. It was reported that the catheter terminal was burnt. The device was replaced and used successfully. No patient injury was reported for this event

Manufacturer narrative:
Product analysis #819832579:707435081-10 analysis: reported event: physician attempted to use a closure fast ablation device for patient treatment in the great saphenous vein (gsv). Local anesthesia was used. IFU was followed. Model and serial number of generator of generator used was rfg2/20152017ars. It was reported that the catheter terminal was burnt. The device was replaced and used successfully. No patient injury was reported for this event. Returned device: device received in a biohazard bag. Lot no. On the device matches that on gch. Lot # 240220213 was additionally confirmed on the device catheter label (photo 1-2). Label detached. No ancillary devices or images were returned for analysis. Heating element/coil condition: damage was noted along the heating coil/element (photo 3). Microscopic examination revealed bubbling/ peeling/ burning of the fep layer of the heating element/coil. No coagulants or biologics were observed. Examination also revealed the heating element/coil of the device was exposed (photos 4-7). Device did not undergo functional and continuity/resistance testing due to the damage seen to the heating element/coil. The catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas (photo 8). All pins were visually inspected to be straight (photo 9). No other anomalies were observed along the catheter shaft. Analysis result: the reported event ¿that the catheter terminal was burnt¿ could be confirmed. Microscopic examination revealed bubbling/ peeling/ burning of the fep layer of the heating element/coil. No coagulants or biologics were observed. Examination also revealed the heating element/coil of the device was exposed. Device did not undergo functional and continuity/resistance testing due to the damage seen to the heating element/coil. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.